Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-apr-2018, a field service engineer (fse) contacted the customer over-the-phone to assist in finding the cause of the x1 axis error. After instructing the customer to clean the x1 belt that had built up debris from years of lubricant, the x1 foot started to move to the home position without any issue. The customer ran five racks by using rack rotation without any errors. They also ran quality control (qc) with acceptable results. The instrument was reported as operational. There was no further action required by the fse. A (B)(4) complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 708 x1-axis error: when this error occurs, it indicates that an operation error has occurred in the x1 axis. The most probable cause of the reported event was due to lubricant build-up on the x1 belt causing the foot not to move smoothly.

Event description:
On (B)(6) 2018, a customer reported getting 708 x1-axis error messages on the g8 instrument. The customer rebooted and then cleaned the belt with alcohol, but the error persisted. Technical support specialists instructed the customer to rotate the belt and spray with canned air, but the pusher foot did not come out and the 708 x1 axis error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.